Event description:
Per the clinic, the patient developed tinnitus, experienced a vibrating sensation and no sound from the device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(4) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached.